Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was unable to be confirmed. Upon investigation the monitor failed a pulse test and displayed service code 110. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The shorted c1 capacitor caused damage to the l1 inductor, l2 inductor, and d1 diode on the c/a board. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was displaying service code 110 (over voltage cleared no energy).